Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a procedure to replace a dislodged atrial lead, the rv lead had dislodged. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure.